Event description:
It was reported that the charge pak, attention and service indicators are showing in the readiness display and the device will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.